Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was evaluated and the following was observed: balloon burst observed. Balloon shaft was cut. The complaint of balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the case notes stated that the degree of annular calcification was ''mild to moderate''. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint of withdraw difficulty was unable to be confirmed as no device or applicable imagery were provided for evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the event description stated that the ''ruptured balloon/delivery system stuck in the lt. Femoral artery.'' As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additionally, it is possible that patient factors (tortuosity) may have contributed to the event as the case notes stated that the left access vessel ''had a bit of a kink in it''. In some cases, tortuosity in the access vessel could also cause non-coaxial retrieval angles, which could exacerbate delivery system withdrawal difficulty through sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr in a non-edwards surgical valve with a 26mm sapien 3 ultra (s3u) valve. As reported, the team decided to place a 26mm s3u due to stenosis of the non-edwards valve. The team accessed the right groin for the 14fr esheath+. The esheath+ went into place without incident. The team had the wire in place and advanced the commander delivery system (ds). The patient's aorta was tortuous and as the team advanced the ds to the surgical, wire position was lost. The team proceeded to attempt to remove the ds and esheath+ from the patient as one. At this time, the ds was caught up in the right iliac. The patient was stable at this time, and the team decided to access the left femoral artery. They placed an upsized 16fr esheath+ into the left femoral artery. A second 26mm s3u valve was prepped and ready. The team advanced the second ds up and across the surgical valve. As the team deployed the valve the ds balloon ruptured. The valve was in place and secure. The team attempted to remove the ds and was unable. The team proceeded to try to remove the ds and esheath+ as one unit and was unable. At this time, the team had an undeliverable valve and ds stuck in the right femoral artery and a ruptured balloon/ds stuck in the left femoral artery. Vascular surgery was called in to perform a bilateral cutdown to remove the systems and anesthesia intubated the patient. Vascular surgery removed both system without incident. Prior to finishing the repair, the team had an opportunity to post dilate/fracture the valve. This was done without incident. The patient left the room intubated and sedated and was taken to recovery. The patient was stable and extubated. One device was removed intact while the other was cut and retrieve though the contralateral side. The devices were thrown out. The physicians did not think that the edwards' product caused the event. They both replied that they thought this was anatomy related.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06346.